Event description:
During the insertion of the giobor stent into the bile duct, the stent could not be opened correctly. In addition, the stent did not detach properly from the introducer set and the stent was thus also pulled out of the bile duct. However, when the stent subsequently detached from the introducer set, it was so far out of place that it lay between the liver and the stomach. The uncoated part was no longer in the bile duct and furthermore the uncoated part was now between the stomach and the liver (danger that bile could now enter the peritoneal space). The proximal end of the stent (in the stomach) now still remained completely closed without the possibility of getting in with an instrument (dilatation balloons etc.). Due to the fact that the uncoated part was in the interstitial space, it was essential to place another stent through the same passage. The proximal piece with tulip was completely closed (see pictures). This piece was then cut open with argon so that a wire could be placed again. The distal uncoated end of the stent was, as mentioned, no longer in the bile duct and so access with the wire was again extremely difficult. However, after about 2 hours this worked and a second giobor could now be placed correctly. This led to a considerable extension of the operation time (2.5 hours) and the equipment used.

Manufacturer narrative:
It was reported that the stent was placed in an unexpected area, but the flare of the stent was not expanded therefore had to be cut and another stent was placed. Based on the attached photo it was confirmed that the proximal part of the stent was not expanded. As a result of analysis of returned device, the outer sheath was not detached, and the stent was fully deployed and only the delivery system was returned. There was curve in the stent loaded part of the outer sheath. In the inner sheath, curve was observed, but notable kinking was not. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. Our nitinol wire, the raw material of stent, is shape-memory alloy. Generally, if the stenosis of a patient's lesion is severe, the stent expansion may require some time. However, it is difficult to identify the exact root cause because it is difficult to reconstruct the situation at the time of procedure. It is difficult to identify the exact root cause because the stent was deployed and only the delivery system was returned, and it is difficult to reconstruct the situation at the time of procedure. However, based on the description "the proximal piece with tulip was completely closed. This piece was then cut open with argon so that a wire could be placed again." And the not expanded proximal part of the stent in the attached photo, it is assumed that the stent expanded somewhat slowly during the procedure due to the condition at the patient's lesion and other factors complexly, so the doctor judged stent expansion failure and cut open the flare part. Through the user manual by taewoong, it is stated that "a stent may require up to 1 to 3 days to expand fully and balloon dilatation inside the stent can be performed if the physician deems necessary" this suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Manufacturer narrative:
It was reported that the stent was placed in an unexpected area, but the flare of the stent was not expanded therefore had to be cut and another stent was placed. Based on the attached photo it was confirmed that the proximal part of the stent was not expanded. It was confirmed from the device history record that device had been manufactured with no significant issue and passed all the inspections successfully. However, it is hard to exactly analyze because the device was not returned yet. Investigation will be conducted once device is returned and we will send follow-up report accordingly.

Event description:
During the insertion of the giobor stent into the bile duct, the stent could not be opened correctly. In addition, the stent did not detach properly from the introducer set and the stent was thus also pulled out of the bile duct. However, when the stent subsequently detached from the introducer set, it was so far out of place that it lay between the liver and the stomach. The uncoated part was no longer in the bile duct and furthermore the uncoated part was now between the stomach and the liver (danger that bile could now enter the peritoneal space). The proximal end of the stent (in the stomach) now still remained completely closed without the possibility of getting in with an instrument (dilatation balloons etc.). Due to the fact that the uncoated part was in the interstitial space, it was essential to place another stent through the same passage. The proximal piece with tulip was completely closed (see pictures). This piece was then cut open with argon so that a wire could be placed again. The distal uncoated end of the stent was, as mentioned, no longer in the bile duct and so access with the wire was again extremely difficult. However, after about 2 hours this worked and a second giobor could now be placed correctly. This led to a considerable extension of the operation time (2.5 hours) and the equipment used.